Manufacturer narrative:
Evaluation summary continued: a high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in three of the four battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. However, it was also noted that analysis of the device memory indicated charge circuit timeout. Analyst comments noted the elective replacement indicator (eri) date of (B)(6) 2015 precedes charge time out date of (B)(6) 2015. (B)(4)

Event description:
It was reported that the patient was urgently brought to the ER (emergency room) and admitted to the hospital as the device had unexpected longevity between from eri (elective replacement indicator) and eos (end of service). The device went from eri to eos in eleven days due to a charge circuit timeout. It was noted that at interrogation the clinician was presented with charge circuit inactive observation or alert, leaving the clinician to believe that at this time there was no therapy available as device deactivated therapies. However, the following day interrogation by company representative found charge circuit still active. The device was explanted and replaced. No patient complications have been reported as a result of this event.